Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the inflation lumen, guidewire lumen, and the balloon. The balloon was loosely folded. At 2mm distal to the bicomponent weld, for a length of 5mm, the guidewire lumen was buckled, prolapsed, punctured, and stretched.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion with the significant bend of <90 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 6 bars for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion with the significant bend of <90 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 6 bars for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.